Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown. Customer stated that the insulin pump had insulin flow blocked alarm. The customer stated that they was able to clear the alarm. Customer also stated that hardware low level failures occurred on second occurrence. Customer was performed self test and they received hardware low level failures. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.